Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. Batch #m91v2r. The device was returned with the blade scratched and cracked. The device was functionally tested with a generator. During functional testing on gen11 an alert screen was displayed. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure, and continued usage can result in a broken blade. It is possible that the reported noises could be either: the blade making contact with metal or plastic while activated, the blade not being properly attached to the hand piece or the solid tone emitted by the generator when the blade becomes damaged. In addition the instrument was disassembled to inspect the internal components and it was noted that the blade sheath was not present. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during a lap low anterior resection, 'replace instrument/blade error detected' was displayed and the device became not to be activated with a keening sound. The blade tip was not broken off and no pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.